Manufacturer narrative:
Investigation not complete. Trends will be evaluated. This report will be updated when the investigation is completed. This is the same event as 1043534-2010-00064.

Event description:
.